Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d2; h2; h6; h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Attempts have been made to gather all product identification information, and no further information has been provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The following sections could not be completed because the part/lot information could be: d4 - catalog number: 73-2412. D4 - lot number - unknown. Or the part/lot information could be: d4 - catalog number - 73-2416. D4 - lot number - unknown. The device has not been returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent an unknown procedure on an unknown date and had screws implanted. Subsequently, the patient underwent a revision due to one fractured screw on an unknown date. The surgeon was only able to remove the fractured screw partially and the rest was retained by the patient. Attempts have been made, and no further information has been provided.